Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve (pn) injury. It was noted that at six month after the procedure, the patient still remained symptomatic. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least eight injections were performed with the balloon catheter 65459-84 on (B)(6) 2016. Also, there was one occurrence of system notice indicating that the system detected an electrical component failure (50002) on injection seven. This is a clinical issue encountered during/post cryoablation procedure and the device was not returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.